Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient and inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections which state: operation manual chapter 3 preparation and inspection describes the inspection method. Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes prevention method. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1) establishment name: (B)(6) hospital - noting due to character limit. The device was returned to olympus for evaluation of the reported issue. In addition to the foreign matter found clogging the nozzle, other evaluation findings are as follows: water tightness was lost due to a pinhole on the connecting tube; a dent was also found on the connecting tube; the bending angle in the up direction and the play of the upward/downward knob were not within the standard value due to wear of the angle wire; the adhesive on the bending section cover had a chip, a crack, and a white clouded area; the water removal ability did not meet the standard value due to clogging of the nozzle; the suction connector was dirty due to water leakage; the suction connector was also cracked; the adhesives around the objective lens and the light guide lens were peeled; the plastic distal end cover had a burn; the paint on the suction cylinder was peeled; and lastly, there were scratches found on the connecting tube, the objective lens, the image guide protector, and the protector of the universal cord on the control section side. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unclear if the customer has any idea about the nature of the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle channel with water and air. It is unclear if the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges or if they flushed the air/water nozzle channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that there were defects in the gastrointestinal videoscope's flexible tubes. There was no report of patient harm. The device was returned, evaluated, and a foreign matter was found clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.